Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient was taken to the emergency room and diagnosed with cellulitis. The patient was prescribed bactrim ds and doxycycline 100mg. The patient was released the same day. The pod was removed before the patient went to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.